Manufacturer narrative:
Investigation showed that the device met specifications and was made according to the surgeon's preferences. The exact root cause for the infection could not be established.

Event description:
It was reported about an infection on the right side and a significant relapse on the mandible. The patient required additional surgical intervention to remove the plate.